Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation :observed one opening on the radius side assessed as fold flaw opening partial delamination of valve side assessed as adhesive failure additional observations: ¿ crease flat observed. ¿ wear abrasion observed. ¿ white particles observed,